Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to pre-existing patient anatomy. The cause of the reported difficult leaflet capture and difficult leaflet grasping were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and severely restricted posterior mitral leaflet (pml). A mitraclip xtw was inserted, and grasping was performed. However, difficulties grasping and capturing the leaflets occurred. After multiple grasps, the clip was implanted. However, while removing the lock line, the clip detached from the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (aml) (single leaflet device attachment/slda). To stabilize the slda clip, a mitraclip xtw was implanted medially and a mitraclip xt was implanted laterally, resulting in a solid tissue bridge. The procedure was completed with three clips implanted, reducing the mr to a grade of 1-2. It was noted that patient had a good outcome. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.